Event description:
Patient stated symptoms had returned on (B)(6) 2017. Patient stating device implanted was not working for them. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.